Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the reported phenomenon was not reproduced. The output socket and video connector socket were badly worn. In addition, there are two new cable harnesses for the unit, which need to be replaced. The pump system could not be restarted on its own under pressure and needs to be renewed. The device needs a software update to version 3.10. The olympus light source cv-170 was technically changed in 2014. The device has not received repair service since its acquisition in 2012, so no technical changes have been made. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that white light did not work, only narrowband light worked. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus deutschland gmbh made conscientious efforts, but was not able to obtain information about when the event reported by the user facility occurred. Based on the information provided and the inspection result of the device, the two harnesses connected to the light source unit were defective, and the inside of the video connector socket was worn, which may have caused the reported event due to these effects or a failure of the light source unit. Approximately eight years have passed since the device was manufactured, so it may be due to a failure due to long-term use. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.